Event description:
The pt experienced coupling and communication problems when trying to recharge her implantable neurostimulator. The last successful recharge was "a couple of months" ago. The pt has fallen "2-3 times" and has lost weight. No details about the falls or weight loss were provided. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).